Manufacturer narrative:
(B)(4). Boston scientific received additional information. Device data from the (B)(4) 2014 device check was submitted to engineering for review. It was noted that high rates of atrial sensing was likely the cause of the increased power consumption and premature battery depletion. The atrial sensing was programmed off at this device check. Engineering discussed that the device would need about 30 days of measurements at the new settings to fully reflect the new, more expected power consumption. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service. It was reported that a save to disk would be created at the patient's next scheduled follow-up. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had been implanted for three months. At the device check, the remaining longevity was 5.5 years remaining. Premature battery depletion was suspected. A boston scientific technical services consultant reviewed some device data, but was not able to determine a cause for the decrease in remaining longevity. A save to disk would be required for technical services to provide a more detailed analysis on the device longevity. No adverse patient effects were reported.

Event description:
--